Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer reset the pump on their own and was able to continue using it normally. Technical support instructed the caller to report back if the malfunction code recurred, and the caller acknowledged and understood these instructions.